Event description:
It was reported that stimulation therapy would stop or start intermittently when the pt was in proximity to a large home stereo system. Subsequent to a move into a smaller house, stimulation therapy would turn on or off whenever the pt came near the stereo equipment and emi was suspected. There was a lack of therapy benefit; symptoms of tremor began when she was near the stereo, the tremors would stop when she walked away from the area. She had owned the stereo system for approx 40 yrs with no previous issues noted; the pt anticipated removing the appliance from the room to assess whether emi from the stereo was interfering with the pulse generator. Her status was undetermined. Additional info has been requested from the hcp, but was not available as of the date of this report.